Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The balloon end was severed from the main body of the device. There was a large rupture close to the distal end of the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ezdilate balloon dilator¿s balloon ruptured during a case. The procedure was completed using a similar device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable the balloon was damaged during insertion or retrieval either through scrapping or gouging when passing through the endoscope or on staples (if present) in the patient¿s intestine. All balloon catheters are 100% leak tested during the manufacturing process. Any leaking/ruptured balloons are scrapped. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.